Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. No unexpected occlusions or insulin flow blocked alarm during priming noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 510 mg/dl at the time of incident. The insulin pump had insulin flow blocked alarm. Insulin exit tubing with manual plunger push. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.